Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6) the product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the monomer liquid would not flow into the chamber due to faulty packaging. A delay of 10 minutes was reported. The surgery was completed with another batch. No additional patient consequence or further information have been reported.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was not confirmed. No non-conformity has been detected. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The complaint was not confirmed as device analysis indicated that the device met specification. The root cause is attributed to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.